Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, resistance was felt as the guide wire was being advanced over another company's device. After both devices were removed, it was found that the guide wire tip had become separated in the pt. The pt was taken to the or for emergency surgery. The pt expired during the surgery, cause of death unknown. Information suggests that the gude wire used was an inappropriate size for the other company's device.